Event description:
The reporter stated that they received a recall letter from walmart regarding the true metrix blood glucose meter and identified that one of their sensors/test strip products was included on the affected list. No device malfunction, patient injury, adverse event, or medical intervention was reported. No further information is available at this time.